Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to external insulation abrasion were found at 13.1-16.0cm from the distal tip. The silicone insulation was abraded and the rv conductor was visible. Other internal insulation abrasions were found at 8.6cm to 10.0cm and 9.6cm to 11.3cm from the distal tip. The etfe coating was intact at all abrasion locations.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 13.1-16.0cm from the distal tip.

Event description:
New information received from an attorney notes the patient received shocks prior to explant of the lead.

Event description:
Patient presented in clinic for normal follow up. Externalized conductors were reported when the lead was diagnostically imaged prophylactically. The electrical function was observed and tested and no anomalies were detected. The lead was explanted and replaced during eri device change.